Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The affiliate returned two segments of catheter. One is approximately 29 1/2" long, and the other approximately 2" long. Additionally, a guide-wire was returned damaged and with the coil stretched and severely distorted. The product was returned without any identification; therefore, it is unk if the product is from lot # fy288 or lot # dy292. The cause (s) of the damages could not be fully determined; however, improper technique used by the customer may have caused the reported difficulties and the actual damages. As recommended in the IFU: to minimize the risk of damage to the catheter, take care not to withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously. The lot history records were reviewed for both lot numbers (dy292 & fy288). During the review, it was verified that both lots of catheters were conforming per required specifications when released to stock during may 2006 (dy292), and july 2006 (fy288). Based on the evaluation no corrective action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate reports that it was not possible to introduce the first catheter, due to difficulties with the guide wire. When placing the second catheter (same reference, but different lot number), the guide wire has twisted, and has cut the catheter when it was removed. A part of the catheter has been lost in the spinal canal.